Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced a sensor error for over 3 hours, which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024, at the time of the event, the patient was hospitalized because of gastroparesis. It is unknown at what time, and if, the patient became aware of the sensor error, but the day of the sensor error the patient experienced a hypoglycemic event and loss of consciousness. When a nurse performed a fingerstick, the blood glucose reading was 28 mg/dl and the patient received treatment with intravenous glucose. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.